Event description:
Endo gia universal stapler used in robotic liver resection along with 45 white staple load malfunctioned and did not completely restaple across the artery. When stapler released, patient bled out. Conversion to open procedure. Md opened abdomen and repaired the artery.